Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 153,000 joules. The case was completed using a second fiber. Patient outcome: " no patient injury."

Manufacturer narrative:
(B)(4). Fiber analysis: the glass cap/fiber shows a circumferential fracture distal to the fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The glass cap distal to fracture remains attached to the metal cap. The metal cap shows severe burn on detritus. The glass cap shows severe devitrification. The metal cap adhesion location exhibits burnt glue. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above the potential for forward firing may exist. The most probably root cause for the device issue was suspected to be related to localized heat accumulation/user handling, dur to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.